Event description:
It was reported that there were pixels out on the screen of the customer's insulin pump, which was making noise during rewind process. There was also condensation inside the screen, a button was sticking, and there were unexplained no delivery alarms. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic (B)(4).